Event description:
Customer reported issues with the insulin pump. Customer states that she had cracks on her insulin pump. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners.

Manufacturer narrative:
Unit received with cracked case at display window corners. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.